Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, component codes, investigation findings, investigation conclusions), h11 corrected fields: d4(lot #), h6(medical device ¿ problem code) no decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Complaint ID: (B)(4).

Event description:
N/a

Event description:
It was reported during therapy the message was showing on the pump. After making some different connections transducing the central lumen was performed .¿ but the message was still present. After removal of fo cable, there was still an aline waveform present and hemodynamic numbers on the screen. There was no report of harm or injury to the patient.

Manufacturer narrative:
Additional information: due to characterization limit e1 (initial reporter full name : (B)(6)). A supplemental report will be submitted upon completion of our investigation. Reference record: (B)(4).